Manufacturer narrative:
The device was returned to zoll medical singapore. The customer's report was not replicated or confirmed. The device and accessories passed all testing without duplicating the report. A log review on 07/07/2021 shows that a valid patient impedance was not detected while trying to analyze in auto mode. The device was switched to manual mode and prompted a defib pad short message indicating a short is detected through the multifunction cable. A log review is unable to determined if the multifunction cable is plugged into the shorting port, if the pads are touching, or if there is an issue with the connection. Unfortunately, there is not enough evidence in the log to confirm if this is the customer event or not, and not enough information from a log review to identify root cause. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.